Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire. The conductor wire was broken at the grip routing. The instrument grips were manually manipulated, and the instrument failed an electric continuity test on 3 of 3 attempts. The instrument was unable to deliver energy due to the partially broken conductor wire completely separating during the inspection. No sign of thermal damage was observed. Additional observation(s) related to customer-reported complaint: the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. The visual inspection found the wire to not be exposed. The instrument failed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. Additional observation(s) not reported by site: the instrument was found to have a dislodged conductor wire. A segment of the conductor wire was sticking out from the grip routing. A loop wire is sticking out such that the wire protrudes above the designated routing area. The wire insulation was damaged, and the instrument failed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.